Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/16/2023, it was reported by a sales representative via sems-06403114 that an ar-9510-05m broach trial is worn. This was discovered during use in a case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint cannot be confirmed due to the device being unable to be visually evaluated. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Unable to confirm the manufacturing date due to the absence of a batch number.